Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D4: lot number: requested, not provided. D4: expiration date: unknown, as the involved lot number was not provided. D4: UDI: unknown, as the involved lot number was not provided. E3: occupation: rt. H4: device manufacture date: unknown, as the involved lot number was not provided. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the patient had a y90 procedure via femoral access and a 6fr angio-seal was deployed intravascularly for closure. Patient had subsequent thrombectomy of vascular closure device (vcd). The estimated blood loss was less than 250 cc.